Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/08/2015.

Manufacturer narrative:
(B)(4)

Event description:
Procedure: laparoscopic choledocholithotomy.according to the reporter: during use a doctor found the shaft bar of the bag was broken. New one was opened to complete the case with no problem. No patient harm.